Event description:
Per the audiologist's report, the patient's parent saw the electrode array lead in the patient's external ear canal. During revision surgery in 2007, the electrode array was placed back in the cochlea. No response from the device was obtained. Therefore, the device was explanted. The patient was reimplanted with a new device on six weeks later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.